Event description:
Device was not longer moving forward when distraction screw was turned; the right portion of the external distractor was removed and replaced. Pt's long term health was not compromised.